Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received from the field indicating that this ra lead was capped due to high threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.